Event description:
The needle of the outback re-entry catheter (otb42120) would not retract.

Manufacturer narrative:
This product has been received for analysis; however, analysis has not begun. Additional info will be provided within 30 days of receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14076504 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The 7 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for the lot. The cannula subassembly lot 14071201 was reviewed. The 27 units were rejected during the assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record process to hold step (pths) (B)(4) was generated on lot 14071201 because of a point out of control in the cannula friction graph, nonconformance record (B)(4) was assigned for further investigates this issue. This nonconformance bares no relation to the complaint reported. Nonconformance record (B)(4) was generated in order to address the coating issue in outback. The braided cannula subassembly lot 14063666 was reviewed. It was observed during review of this lot that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 14063666. No other issues were noted that were considered potentially related to the reported complaint. The receiving inspection records for the cannula tipped lot 200707300040 were reviewed, and this lot was deemed acceptable. The operator qualification records were not necessary because the piece was inspected visually to verify the inner key welded. The outer shaft subassembly lot 14063658 was reviewed. The 11 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record pths (B)(4) was generated on lot 14063658 because of a point out of control in the nosecone test, no action was taken since the points out of control are within spec and no assignable cause was found. The lot was released and the pths was closed. This nonconformance bares no relation to the complaint reported. The nosecone subassembly lots 14054730 and 14052804 were reviewed. It was observed during review of lots 14054730 and 14052804 that 5 units were rejected during the assembly of lot 14054730 and no units were rejected during the assembly of lot 14052804. No issues were noted that were considered potentially related to the reported complaint.